Manufacturer narrative:
Event is not reportable under (B)(4).

Event description:
A pregnant female underwent fetal post-vesicular obstructive uropathy procedure on (B)(6) 2014. After being placed, the harrison fetal bladder stent catheter moved during pregnancy and had to be replaced. The patient underwent the catheter placement procedure once again, which means a risk to life. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.